Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Prismaflex st60 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the "level of the pump body connection" during continuous renal replacement therapy with a prismaflex st60 set and a prismax machine, described as "between two sessions (every hour) of monitoring the treatment, there was blood on the machine". The volume of blood loss was not known. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information b5, h6, and h11: b5: upon further follow up, the reporter reported that the patient had "significant blood loss without hemorrhagic shock" (no volume was reported). H11:the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photo showed the reported leak from the connection between the blood pump segment and the access post pump line. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition of leak was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.